Event description:
A customer reported that on (B)(6) 2012 erroneous, elevated triglyceride (tg) results were generated on an unicel dxc 800 synchron system for six to seven patients. The customer also indicated that tg and lactate dehydrogenase (ldh) quality control results had shifted out of customer established specifications during this timeframe. Beckman coulter inc. Assessment of customer supplied data indicated the generation of three erroneous initial tg patient results, which upon repeat resulted in higher repeat results which were regarded as valid. The customer did not question any ldh or other chemistry patient results. The falsely high tg results were not reported out of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. No specific sample handling/collection data was provided by the customer.

Manufacturer narrative:
Service was dispatched for this event. The field service engineer (fse) found the reagent mixer wash was not fully spraying. The fse removed the inserts from the part and flushed with water. The fse also replaced the cartridge chemistry sample probe and realigned the reagent probe a. The fse executed a carryover test, precision test, recalibration activity and quality control assessment. After the necessary and verified repairs the instrument was returned back into operation. A definitive root cause for this event has not been determined to date.